Manufacturer narrative:
Added information to b5, h10. Corrected b5.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted seven (7) years, three (3) months, underwent valve-in-valve procedure due to thickened and mildly calcified valve with mitral stenosis and mild transvalvular mitral regurgitation. Patient presented with shortness of breath, bilateral pleural effusions, and congestive heart failure (nyha class IV). Patient underwent lampoon procedure followed by successful tmvr with a 26mm 9750tfx transcatheter valve. There was no complications. There was no alleged production failure of the surgical valve by the physician.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted seven (7) years, three (3) months, underwent valve-in-valve procedure due to unknown reasons. Patient presented with shortness of breath, bilateral pleural effusions, and congestive heart failure (nyha class IV). Patient underwent lampoon procedure followed by successful tmvr with a 26mm 9750tfx transcatheter valve. There was no complications. There was no alleged production failure of the surgical valve by the physician.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.